Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device catalog, unique identifier (UDI), medical device serial, medical device model & section d concomitant med prod data. Upon investigation of this incident, it was determined that the user account was locked and unable to login. A technical support specialist (tss) identified a browser-related issue, adjusted the necessary triggers and guided the customer through resetting the password in jit. After the reset, the customer successfully logged in and explained how to modify jit settings to prevent future issues. The customer regained full access without further problems, and the case was closed. The system functioned as intended after the technical support specialist troubleshoot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there was no jit access. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was no jit access. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.